Event description:
The facility reported a fail code 810:04 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of pt injury or medical intervention.